Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reported left side ¿pain and stabbing pain¿, ¿pain and fistula¿, ¿nodular hypoechoic image with oval form and bigger diameter parallel with the skin, localized on region supra areolar of left breast, measuring 1.2 x 0.3 cm¿ and ¿nodule on left breast with morphology that suggest benignity¿, ¿grade iii on the left breast¿ and ¿patient reported that is worried and in a lot of pain, that even using the medication is not getting any better¿. The device remains implanted.